Event description:
The surgeon was using the nerve hook during a posterior lumbar microdiscectomy procedure. When the surgeon passed the nerve hook to the scrub nurse, and nurse noticed the tip of the hook was missing. The surgeon was able to retrieve all parts of the nerve hook. There was no pt injury.